Event description:
Pt status post acdf c4-5, c5-6 implantation on an unk date had an x-ray on an unk date that showed a non-union and adjacent level disease. The plate and six screws were intact and not broken. During the process of removal of the plate and screws, a piece of the extraction screwdriver broke off. Surgeon vacuumed up the part and completed removing the plate and screws w/o incident. Pt was revised to two plates and screws. This is seven of seven reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. W/o a lot number, the device history records review could not be requested.

Event description:
First acdf procedure was performed at level, c5-6, c6-7. Surgeon reported there was a non-union at c6-7 and patient was revised to fusion at levels c3-4, c4-5, and c6-7.

Manufacturer narrative:
Without the plate and screws returned it cannot be determined if any hardware non-conformances led to this event. Based on the x-rays, the angulation of the screw could have contributed to the backout, but it cannot be determined if this occurred during insertion, or after some settling/anatomical construct motion. The design risk assessment was reviewed and was found to be adequate for the intended use.